Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported ¿smoke¿ or haze emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis was reviewed from january 2017 to july 2017 for the issues of ¿odor/haze/mist/vapor/smoke¿ and no significant trend was observed. No parts were returned for further evaluation. The assignable cause of the smoke/haze issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.